Event description:
It was reported that this pacemaker was part of a system revision due to an mrsa (methicillin-resistant staphylococcus aureus) pocket infection. Reportedly, an mrsa swab was made at the incision site with a small communication into the pocket. There was no additional adverse patient effects were reported. This pacemaker was explanted.